Manufacturer narrative:
(B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties occurred. The target lesion was located in the tibial artery. A 5.0mmx19mmx90cm express vascular sd stent was advanced to treat the lesion. The express stent reached the lesion with difficulty and the catheter kinked between the femoral and popliteal artery. Once the stent was placed in the balloon ablation holder, the non bsc guidewire broke and was left inside the distal part of the catheter. The distal extremity was recovered after ablation of the non bsc arterial introducer by surgical approach and ablation of the remaining guidewire. The stent delivery catheter and the distal tip of the non bsc wire were stuck upon removal. The devices were removed with no patient complications.